Manufacturer narrative:
The reported issue occurred while preparing for a functional endoscopic sinus surgery (fess). Not a spinal fusion, as noted in the initial MDR.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative reported that they re-seated the cable for the navigation system and the reported issue was resolved. The representative then returned on (B)(6) 2017 and replaced the communication cable for the axiem box. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while in a spinal fusion, the emitter for the navigation system was disconnected. The medtronic reseated the cable and the site was able to continue with the procedure. The reported issue occurred when the surgeon was not using the navigation system. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.